Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller successfully resolved the issue by reloading the same cartridge onto the pump, resuming insulin delivery, and was advised to clean the pneumatic tap on the next cartridge change.